Manufacturer narrative:
Device will not be returned.

Event description:
The manufacturer was notified on (B)(6) 2016 that a failed perceval valve lead to the death of a patient. The patient was planned to undergo a valve in valve and received an angiography, showing a flattening of the perceval stent at the inflow level with a stenotic valve. The surgeon who was following the patient referred that a CT scan performed before the patient death showed a perceval valve ovalized due to a possible oversized procedure at the time of implant.

Manufacturer narrative:
The manufacturer received notification that no further information is available regarding this case. As the device was not returned and the serial number is not available, no investigation can be performed at this time. If additional information becomes available in the future, appropriate investigative actions will be taken.